Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the distal end was confirmed. The cause of the damaged distal end was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿¿ do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ¿ turn the video system center on only when the videoscope cable is connected to both the video system center and the videoscope cable connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. ¿ the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. ¿ if remote switch 1 does not return to the off position after being pressed strongly from the side, gently pull the switch upwards to return it to the off position. ¿ do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. ¿ do not touch the electrical contacts in the ultrasonic cable connector. Equipment damage can result.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope angle was reduced, and the angulation control knob feels too loose or light. It is unknown when the issue happened. The device was returned for evaluation. During the device evaluation, it was found that the distal end was cracked. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that channel tube had leakage, due to wear of angle wire, bending angle in up direction does not meet the standard value, the nozzle was clogged, the charged coupled device cable had a scratch, due to damage on ultrasonic cable, the number of missing element exceeds the standard value, due to a chip of acoustic lens (damage level; does not reach to the glue-layer), and the displayed ultrasound image is defective. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.